Event description:
The olympus repair technician reported that during incoming inspection of the device at the service center, foreign material was observed in the air/water nozzle. This report is being submitted for the reportable malfunction (foreign material) found during the evaluation. There was no patient involvement or user harm due to the event as it was found during service.

Manufacturer narrative:
The device evaluation also found there was a gap of adhesive rubber on the bending section. The bending angulation knob was out of specification due to wear of the angle wire. Several of the device components had scratches, dents, and shaves, and demonstrated wear. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
Correction to date rec¿d by MFR of the initial medwatch. The aware date should be 22-feb-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to inappropriate reprocessing after a previous procedure that led to foreign objects such as adherent of body fluids and chemical solutions becoming clogged in the nozzle. The user can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): "operation manual_ preparation and inspection. Inspection of the endoscope. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the endoscopic system. Inspection of the air-feeding function. Inspection of the objective lens cleaning function". The user can decrease and prevent occurrence of the suggested event by handling the device in accordance with the following IFU: "reprocessing manual_ precleaning the endoscope and accessories. Warning: if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic objects will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure. Flush the air/water channel with water and air_ caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw(air/water) channel cleaning adapter (mh-948) after each patient procedure. Manually cleaning the endoscope and accessories. Clean the external surface_ clean the external surfaces of the insertion section: immerse the endoscope in the detergent solution. With the endoscope immersed, use a soft brush or lint-free cloth to thoroughly brush or wipe all external surfaces of the endoscope. Pay particular attention to the air/water nozzle opening and the objective lens, and ensure that all surfaces of the distal end are thoroughly cleaned. Flush the air/water channel with detergent solution. Remove detergent solution from all channels. Presoaking the endoscope. If there was excessive bleeding during the patient procedure or if precleaning could not be performed immediately after the patient procedure, presoaking the endoscope in detergent solution before manually cleaning the endoscope may be required to wet and loosen objects that has dried and hardened onto the endoscope¿s surfaces." Olympus will continue to monitor field performance for this device.